Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured during inflation outside the body. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.